Event description:
Same case as MDR ID: 2134265-2013-06987. Reportable based on analysis completed on (B)(4) 2013. It was reported that the shaft stretched. A renegade hi-flo fathom system was selected for use. During unpacking, it was noted that the blue part of the microcatheter stretched. The procedure was completed with another of the same device. There were no patient complications reported as there was no patient involved. However, device analysis revealed the shaft had broken.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Visual and microscopic analysis revealed a break in the shaft was present 9.6cm from the proximal end of the catheter hub about 4.8cm of braid was exposed. A second break was present 126cm from the distal end about 39cm of braid was exposed. A stretched section of length 6.4cm was present on the shaft proximal to the second breakage point. There was a kink 20.6cm from the distal end. Overall length and working length of the device could not be performed as the unit was broken. Proximal outside diameter and distal outside diameter were both within specifications. A coating confirmation test confirmed evidence of excessive force used during removal from the dispenser coil. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).